Event description:
It was reported via repair work order that the xprt mattress deflated and the patient allegedly had a pressure ulcer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.